Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
It was reported that during cleaning at the user facility the device was leaking an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported leaking of the device was confirmed by a manufacturer repair technician through visual inspection. The presence of fluid inside a device can be caused by improper or non-recommended cleaning procedures.

Event description:
It was reported that during cleaning at the user facility the device was leaking an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.